Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va11y1v, implanted: (B)(6) 2017, product type: lead . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). The patient's trial started on (B)(6) 2017. Patient reported a little discomfort, soreness and stinging at incision site. Additional information was reported on (B)(6) 2017. Consumer reported stinging/burning on their incision site. They stated it was nothing too strong but stronger than the day prior to the report. Additional information was received on (B)(6) 2017. It was stated that the patient had a very high tolerance for pain and was not used to taking pain medications, but they took 2 (B)(6) per day during the trial. It was reported that the nurse who treated them during the trial caused a lot of problems for them. They stated that they were supposed to receive the implant on (B)(6) 2017, and they were doing fine until the nurse injected an IV into their arm. It was reported that they experienced tachycardia, and their blood pressure ¿went crazy,¿ so a cardiologist was notified and they went to the ER; because of that, they did not receive the implant on that day. It was noted that the patient¿s file contained the wrong information; the patient is allergic to epinephrine and lidocaine, but their chart said that ¿cortisone caused itching.¿ it took the patient until (B)(6) 2017 to get them to correct the notes, and the patient¿s daughter requested another implant team. It was reported that the patient had had the trial implanted for over a month; it was a nightmare and they couldn't take showers. They could not get in to see their managing healthcare provider due to all the tests ordered by the cardiologist. Then on (B)(6) 2017 they had an appointment with their healthcare provider who told them that the lead had migrated and that they didn't know what was needed. The patient stated that they did not know what happened, but the trial lead was removed. No further patient complications are anticipated or expected as a result of this event.